Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of september 8, 2021, was chosen as the best estimate based on the procedure which happened sometime in september 2021, and the day of adverse event reported post-procedure. Blocks d4, h4: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block d6a: the stent was implanted sometime in september 2021. Block d6b: the stent was explanted sometime in october 2021. Block h6: imdrf patient code e2328 captures the reportable event of bowel obstruction. Imdrf impact code f19 captures the reportable event of surgical intervention.

Event description:
It was reported to boston scientific corporation that a percuflex ureteral stent was used for a right ileal conduit urinary diversion procedure, performed sometime in (B)(6) 2021. The percuflex uds was able to be delivered to the target anatomy successfully and able to allow flow of urine from the kidney to the external collection system successfully through its ten days indwell time. Seven days following the procedure, the patient experienced bowel obstruction, which was managed with transverse colostomy and the patient experienced urinary tract infection, necessitating intravenous. Per physician's assessment, the event was serious, not related to the device, and possibly related to the procedure.